Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 800 mg/dl at the time of the event. The duration of emergency stay was for eight hours. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025. No further information available.